Manufacturer narrative:
Arjo received a call from customer stating that a service of a citadel plus bed was needed because the side rail was broken. During a device inspection, an arjo technician found that the side rail was detached from the bed. There was no patient injury reported. All citadel plus bed frames are equipped with 8 adjustable bed width adjustments which allow extending the width of the frame. Following information gathered by the arjo technician, no all bed extensions were extended. It resulted in collision between side rail and extended frame which contributed to reported malfunction (detachment) and bent one of four side rails. According to warning included in the instruction for use (831.374) the user ¿make sure all eight width extension sections are extended. Using the bed without all extension in the same position may cause damage to the bed as well as create an unsafe condition.¿ to conclude, the side rail was bent and detached from the bed and from that perspective, the citadel plus bed did not meet the performance specification. It is unknown if the bed was in use by a patient when the reported issue occurred. Although there was no serious injury reported, the complaint was decided to be reportable due to the allegation of side rail detachment.

Event description:
Arjo received a call from customer stating that a service of a citadel plus bed was needed because the side rail was broken. During a device inspection, an arjo technician found that the side rail was detached from the bed. There was no patient injury reported.